Event description:
A malfunction alarm was reported during the load process of the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The pump was still under warranty, and the customer was instructed on how to put the pump into storage mode and return it. The caller will use multiple daily injections as backup therapy until the replacement is received.